Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to wear and tear with customer's mishandling. Specifically physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used. Subsequently, light guide lens was invaded by humidity, causing corrosion. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding adhesive around the light guide lens has discoloration, and the inside of the light guide lens has discoloration, grip has a scratch, switch box has a scratch, the cover of light guide-bundle is damaged, distal end is shaved, due to annual inspection, parts must be replaced, and adhesive around objective lens has discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, evis exera iii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that adhesive around the light guide lens has discoloration, and the inside of the light guide lens has discoloration. This report is being submitted for the events found during evaluation. There was no patient involvement.